Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and helix mechanism issue. The reported event of helix mechanism issue was confirmed but the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was slightly over torqued consistent with procedural damage. After cleaning and by applying torque to the connector pin, the helix could be retracted and extended with the helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented at the emergency room with a low heart rate one month post implant. Interrogation revealed normal r waves and pacing impedance but no capture in the ventricle. The rv lead was confirmed to have dislodged. A procedure to reposition the rv lead was conducted but the physician was unable to deploy the helix and elected to remove the rv lead. The rv lead was explanted. A new rv lead was implanted with favorable parameters. The patient was stable thoughout the process and discharged the next day.